Event description:
It was reported the patient's omnipod dash personal diabetes manager overheated and will no longer hold a charge. The patient reported using a charging cord not provided by insulet, which contradicts the instructions provided in the user guide.

Manufacturer narrative:
The reported thermal device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#90987 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause or if the patient's use of a non-insulet charging cable contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.